Event description:
Pt was revised to address pain. The surgeon felt the cup position had changed. Intraoperatively it was noted that the cup was not well ingrown with only minimal fibrous ingrowth, but was not grossly loose. Update: (B)(6) 2011 - litigation papers were received. Litigation papers allege the pt experienced surgery requiring cleaning out of the hip joint (surgery in addition to the revision), pain, difficulty in walking, dislocations, unable to walk small distances without pain and an overall reduction in her quality of life. It is further alleged the pt was injured by excessive levels of metal.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.